Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received gablofen baclofen (2000mcg/ml, 400mcg/day, unknown lot number; simple continuous mode) in an implantable pump for intractable spasticity and cerebral palsy. The patient experienced one week of difficulty and was seen at the local emergency room (ER) and given medication without much relief, but was somnolent afterward. The itching occurred two days later (intermittent itching on (B)(6) 2016). The patient had no post-operative complications from surgery last month. According to the office note on (B)(6) 2016, the patient's physical progress was good up until the previous week when she experienced "too much weakness." Physical examination during the office visit indicated the patient had a lower extremity ashworth score of 3 in hip flexion. The right hip was difficult to abduct, but relaxed with sustained stretching; startle reflex was heightened. Initial interrogation indicated the pump was operating normally. The catheter access port (cap) was accessed and passive flow of cerebrospinal fluid (csf) was noted. Approximately 4ml of crystal clear fluid was aspirated without difficulty. The results of the catheter dye study indicated normal flow. Reprogramming occurred without difficulty. However, seconds after reprogramming was complete, the critical alarm was heard. The alarm was confirmed by telemetry. A low battery reset and safe state errors were seen. The pump logs were checked. A different clinician programmer was obtained and reprogramming was attempted, but the reprogramming provided an error. It was at this time when technical support was contacted. The only resolution was pump replacement. The intermittent itching was believed to be attributed to the low battery reset. The cause of the low battery reset was not determined. The patient was hospitalized for hydration, oral baclofen and valium were administered, and the pump was replaced. Since the patient experienced symptoms consistent with baclofen withdrawal (itching and increased spasticity), there was premature batter failure, and the intrathecal catheter was emptied, the hcp was concerned baclofen withdrawal. It was at this time the patient was hospitalized and the patient was to receive oral baclofen 20mg every 4 hours, valium (5-10mg) as needed for spasticity, intravenous hydration, and laboratory assessment to include ck level to assess for rhabdo myelolysis. Pump re placement was anticipated within 24-36 hours. If the symptoms were extreme and could not be managed with oral medications, a 100mcg intrathecal dose through the cap could be done. Device registry indicated the pump was replaced on (B)(6) 2016. No further information was provided. History: cerebral palsy, quadriplegic spasticity, open removal of l2-l4 pedicle screws, exploration of posterior spinal fusion l2-l4, extension of posterior spinal fusion with instrumentation t12 to l4 and l1 to l decompression with navigation ((B)(6) 2016), bilateral leg surgery to release contractures (1968), bilateral hamstring release, bunionectomy on both feet, bilateral carpal tunnel release, review of systems indicated the patient endorses sweating in bed, some constipation, concomitant drugs: baclofen (10mg tablet twice daily as needed), dilantin (100mg capsule three times daily), erocalciferol (50,000 intl units 1.25mg capsule weekly), ibuprofen (200mg tablet, 2 tablets every 6 hours as needed), osteo bi-flex (1 capsule twice a day), oxybutyin (5mg tablet, 2 tablets daily), multiple vitamins daily.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.